Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty cycler set and the adverse event of peritonitis, characterized by cloudy peritoneal effluent fluid. It is well established that pd patients are at high risk for peritoneum infections. The source of this patient¿s infection can be attributed to a contamination from a preexisting uti with no indication of contributing malfunction or deficiency or any fresenius product(s) or device(s) as reported by a medical professional. Contamination to the pd catheter (not a fresenius product) during pd therapy, or otherwise, is the leading source of transmission of peritonitis causing pathogens. This is further evidenced by the presence of a microorganism that is part of the normal flora of human gastrointestinal (gi), genitourinary (gu) and aerodigestive tracts. Therefore, the liberty cycler set can be excluded as a potential source or contributor to this patient¿s adverse event. Based on the available information, there was no allegation or objective evidence of any fresenius product(s) or device(s) deficiency or malfunction caused or contributed to this patient¿s adverse event.

Event description:
On (B)(6) 2026, a peritoneal dialysis registered nurse reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following a fall at home and a urinary tract infection (uti). It was affirmed that the patient was not connected to her liberty select cycler at the time of the fall. During the patient¿s admission, it was noted she had cloudy peritoneal effluent fluid upon her first pd treatment in the hospital. Peritoneal effluent fluid cultures obtained and tested in the hospital on (B)(6) 2026 presented with escherichia coli. A white blood cell count was not reported with the patient¿s hospital discharge paperwork. The patient was diagnosed with peritonitis due to contamination from the preexisting uti. The patient was prescribed intravenous (IV) ceftriaxone and IV tazobactam/piperacillin (dosages and frequencies not reported) to address the infection while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2026. The patient was prescribed intraperitoneal vancomycin and ip ceftazidime per clinic protocol to address the infection at home post-discharge. It was reported that the patient¿s fall, uti, peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformanaces or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
On (B)(6) 2026, a peritoneal dialysis registered nurse reported to fresenius customer service this peritoneal dialysis (pd) patient on continuous cyclic pd (ccpd) therapy utilizing the liberty select cycler was hospitalized with peritonitis. There was no specific allegation that this event was related to a deficiency or malfunction of any fresenius device(s) or product(s) in the initial reporting. Upon follow-up with the patient¿s pdrn, it was reported that this patient was hospitalized on (B)(6) 2026 following a fall at home and a urinary tract infection (uti). It was affirmed that the patient was not connected to her liberty select cycler at the time of the fall. During the patient¿s admission, it was noted she had cloudy peritoneal effluent fluid upon her first pd treatment in the hospital. Peritoneal effluent fluid cultures obtained and tested in the hospital on (B)(6) 2026 presented with escherichia coli. A white blood cell count was not reported with the patient¿s hospital discharge paperwork. The patient was diagnosed with peritonitis due to contamination from the preexisting uti. The patient was prescribed intravenous (IV) ceftriaxone and IV tazobactam/piperacillin (dosages and frequencies not reported) to address the infection while hospitalized. The patient was able to undergo ccpd therapy on a hospital provided liberty cycler for the duration of the admission. The patient had an uneventful hospital course, and she was discharged home on (B)(6) 2026. The patient was prescribed intraperitoneal vancomycin and ip ceftazidime per clinic protocol to address the infection at home post-discharge. It was reported that the patient¿s fall, uti, peritonitis and associated hospitalization were not the result of a deficiency or malfunction of any fresenius product(s) or device(s). The patient continues ccpd therapy on a newly received liberty select cycler at home following this event.